Event description:
It was reported the patient experienced pain located at the lead site, during a trial implant procedure. In turn, the physician opted to remove the lead. The patient has therapy with the remaining lead, and the pain subsided following the removal of the lead.